Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b30 scope communication error was that water invaded scope connector during user handling of the device. It caused abnormality in electrical components and the error message was displayed. The event can be detected/prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the connecting tube was scratched, the light guide connector was dirty with fluid invasion, the electrical connector had corrosion, switch #1 and #2 did not work due to corrosion, and the control section and bending had fluid invasion. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bronchovideoscope displayed a b30 scope communication error message. The error message was displayed when preparing the scope for use in a diagnostic bronchoscopy procedure. There was no delay and the procedure was completed with a similar device. There was no reported patient harm or impact due to this event.